Manufacturer narrative:
A ge service rep performed an on site investigation. The generator driver pcb and generator interface (gib) pcb were evaluated and replaced. The system calibration files were also reloaded during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up. No pt serious injury or death was reported related to this event.